Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the black connector on the system controller did not seem to be fitting into the mpu black connection. Upon inspection of the mpu it was noticed that there was a bent pin in the black connection. The mpu was exchanged. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a bent pin on the black power lead connector of the mpu, was confirmed when the unit was evaluated. A male terminal (pin) on the black power lead connector was bent down and towards the midline of the connector. The bent pin prevented proper insertion of the mating system controller connector. The mpu patient cable was replaced. The repaired mpu was transferred to the rental/loaner pool. The removed mpu patient cable was further evaluated. Aside from the bent male terminal, the other terminals and sockets on the power lead connectors were undamaged and unremarkable. The mpu connector block and outer jacket of the cable were unremarkable. The mpu patient cable did not appear to have been abused. The root cause of the bent pin was not determined based on this analysis. The mpu assembly was made in may 2019. The unit was packaged and placed into stock on jun 4, 2019. The unit was shipped to a customer on jul 1, 2019; returned on oct 30, 2019. The unit was sent to the customer on jan 2, 2020. The unit had no previous services. Set up and use of the mobile power unit (mpu) are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). Connecting the system controller to the mpu is documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment". No further information was provided. The manufacturer is closing the file on this event.